Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing the deployment button on a 6f exoseal vascular closure device (vcd), the plug was not released smoothly, and the blockage failed. Finally, a suture was used to stop the hemorrhage. Resistance occurred when the closure device entered the sheath. Then the surgeon tried to dilate the sheath by vessel dilator, but the closure device still could not enter. The surgeon kept trying using the vessel dilator to dilate sheath, and the exoseal ultimately passed through. There were no reports of patient injury. The 6f exoseal vcd was selected for femoral artery puncture blockage. The device was stored and prepped in accordance with the instructions for use (IFU). Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was found fully inside the shaft, and the indicator wire was not visible. The long sheath was changed to a short sheath. There were multiple stick attempts made before access was achieved, and there was resistance. Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after pressing the deployment button on a 6f exoseal vascular closure device (vcd), the plug was not released smoothly, and the blockage failed. Finally, a suture was used to stop the hemorrhage. Resistance occurred when the closure device entered the sheath. Then the surgeon tried to dilate the sheath by vessel dilator, but the closure device still could not enter. The surgeon kept trying using the vessel dilator to dilate sheath, and the exoseal ultimately passed through. There were no reports of patient injury. The 6f exoseal vcd was selected for femoral artery puncture blockage. The device was stored and prepped in accordance with the instructions for use (IFU). Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was found fully inside the shaft, and the indicator wire was not visible. The long sheath was changed to a short sheath. There was multiple stick attempts made before access was achieved, and there was resistance. Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The device will be returned for evaluation. A non-sterile unit of the product ¿vascular closure device 6f - us¿ was received inside a clear plastic bag. The device was unpacked to perform the product evaluation, finding the following conditions: the delivery shaft was inserted into a cordis catheter sheath introducer (csi) of the proper french size, the deployment lever was fully depressed, the indicator window was received in black/white/red color, the plug was fully deployed and not included in the shipment, the cowling guard was locked, the back bleed port was in the deployed position, the indicator wire was retracted, and the device was blood-saturated. No other outstanding details were noticed. Dimensional analysis was performed to verify the outer diameter (od) of the delivery shaft, with measurements taken in two places. Results were compared to ppe specification, and the dimensional analysis results were found within specification. The functional analysis related to the deployment difficulty was not performed because the device was returned fully deployed and could not be reset to the manufacturing position to perform the deployment process. The functional analysis was performed. The received cordis csi was withdrawn from the delivery shaft and flushed. Then, the delivery shaft of the vascular closure device was inserted inside the received csi of the appropriate size. The returned exoseal delivery shaft was withdrawn from the received csi. No resistance, obstruction, or impeded condition was observed during the insertion/withdrawal test. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. The failure reported by the customer as ¿vascular closure device (vcd)~deployment difficulty-unable¿ was not confirmed as the device was already received fully deployed; consequently, a functional analysis could not be completed. Additionally, there were no issues within the internal mechanisms that could have contributed to a window change issue. The IFU provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The failure reported by the customer as ¿delivery shaft~ resistance/friction- with csi¿ was not confirmed, as no resistance, obstruction, or impeded condition was observed during the insertion/withdrawal test of the delivery shaft into the csi, and the dimensional analysis of the outside diameter was found within specification. The exact cause of the failure reported by the customer could not be conclusively determined during the analysis. Interference or friction between devices (including all catheters, wires, sheath introducers, balloon/sds catheters) whether between one or multiple manufacturers product lines is a known occurrence. If resistance is encountered the system should be withdrawn together as one unit to prevent injury. This is a common practice during and is stated in the product instructions for use (IFU). Procedural factors and handling processes may have contributed to the failure as reported. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Corrected medical device problem code and changed it from "2292 - defective component" to "2610 - failure to fire".

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing the deployment button on a 6f exoseal vascular closure device (vcd), the plug was not released smoothly, and the blockage failed. Finally, a suture was used to stop the hemorrhage. There were no reports of patient injury. The 6f exoseal vcd was selected for femoral artery puncture blockage. The device was stored and prepped in accordance with the instructions for use (IFU). Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was found fully inside the shaft, and the indicator wire was not visible. The long sheath was changed to a short sheath. There were multiple stick attempts made before access was achieved, and there was resistance. Pulsatile bleeding of the puncture site was immediately noted upon removal of the exoseal vcd and sheath. The device will be returned for evaluation.